Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Patient (self-tester) has been testing on the inratio meter since (B)(6) 2011. Patient is reporting discrepant high results. Results as follows: dates: (B)(6) 2012, inratio results: (5.3, 3.8), lab: na. Dates: (B)(6) 2012, inratio results: na, lab: 3.0. Retest minutes later on a fresh finger. Patient was instructed by physician to decrease medication to half a pill on (B)(6), because of results of 5.3 and 3.8 on meter. Patient usually takes tylenol daily, but took two aleve pills about one hour before testing on meter on (B)(6). Patient forgot to take his morning pills on (B)(6). Patient's therapeutic range 2.0-3.0.

Manufacturer narrative:
User reported lab result from a different date of testing ((B)(6) 2012). A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further accuracy comparison analysis of the reported results is appropriate. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (5.3, 3.8), mean: 4.55, sd: 1.06, %cv: 23.31, result: fail. Reported results produce %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. Root cause could not be determined with information customer provided. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 279124. Results as follows: donor: 1, inratio results: (4.2, 3.8, 4.4), reference: 3.63, bias threshold: (2.63 - 4.63), %cv 7.39. Donor: 2, inratio results: (3.9, 3.8, 3.7), reference: 2.90, bias threshold: (1.90 - 3.90), %cv: 2.63. Replicates for each donor are within acceptable bias for accuracy; both donors has %cv less than 16%. Product performed as expected. No more investigation is needed. As reviewed on (B)(4) 2012, (B)(4) discrepant result complaints were reported for lot 279124 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. No corrective action required at this time as no product deficiency was established.